Event description:
The customer reported that the 9900 system had a communications error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was tightened and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.